Event description:
It was reported that a non-dehp y-type catheter extension set disconnected from an unknown hep-lock during IV insertion, leading to blood loss from the site. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.